Manufacturer narrative:
(B)(4). One sample device was received for investigation. Visual inspection found the distal tip pipe light was broken/detached from the base pipe light. The complaint was confirmed. However, all laryngoscope handle sets are 100% inspected for breakage at the time of manufacturing so it is unlikely that this defect was present at that time. Corrective action is not required at this time as the damage observed indicates that operational context caused or contributed to this event.

Event description:
Customer complaint alleges "broken fiber-optics on blade. Fiber optic bundle severed from blade at connection of green light pipe tubing." Alleged defect reported as occurred during use. There was no report of patient injury or consequence.